Manufacturer narrative:
See scanned pages.

Event description:
Literature: elias wj, sansur ca, frysinger rc. Sulcal and ventricular trajectories in stereotactic surgery. J neurosurg. 2009;110(2):201-207. Summary: a total of 258 sides were treated with dbs in 143 patients between 2003 and 2007. Vascular events from electrode insertion were recorded after review of all postoperative magnetic resonance imaging and radiological reports. A total of five of the 258 operated sides experienced an intraventricular hemorrhage (ivh). One patient experienced an intraventricular hemorrhage (ivh), patient was asymptomatic. See manufacturer report number: 2182207200903158.